Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump would alarm for no delivery and about 2 bars of insulin, while attempting a bolus. The customer reported that this happened for about 2 weeks. The customer noted no kinks or air bubbles in the tubing. She was assisted in performing a fixed prime and reported that the insulin did not exit. The customer was advised to run a manual prime with an empty reservoir until the piston reached the end of travel, and she reported that the insulin pump alarmed no reservoir. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and to push insulin slowly through the tubing and stated that insulin did exit, but with greater resistance than usual. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of four opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.